Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the relion® pen needle was difficult to attach to the pen. The following information was provided by the initial reporter: "the needles are not properly affexed to the pen, they do not feel like they are tightened on. Most of the time it locks in place, so she went ahead and used them."

Event description:
It was reported that the relion® pen needle was difficult to attach to the pen. The following information was provided by the initial reporter: "the needles are not properly affexed to the pen, they do not feel like they are tightened on. Most of the time it locks in place, so she went ahead and used them."

Manufacturer narrative:
H6: investigation summary: DHR was reviewed and there were not any qns or other events that could be related to this complaint. No photo or sample returned for further analysis or investigation. No photo or sample returned for further analysis or investigation. Based on the investigation above, the certain cause cannot be concluded at this moment. Tested 7pcs retention samples of thread function and np end appearance, all results passed. Unconfirmed bd was not able to duplicate or confirm the customer¿s indicated failure mode.